Event description:
It was reported to boston scientific corp on oct 07, 2009, that a zero tip nitinol stone retrieval basket was used for an unk procedure in 2009. According to the complainant, "intact packaging and covering sleeve of device came apart while in the pt's right ureter, jamming device in the open position while in the ureter." "Disability or permanent damage" was reported.

Manufacturer narrative:
According to the complainant, the device is not available for eval. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant info received, a supplemental medwatch report will be filed.